Event description:
Boston scientific corp became aware that during an embolization of a bronchial artery, the subject device ruptured during injection of ethibloc. The pt was reported in good condition.

Manufacturer narrative:
The subject device has not yet been returned for eval.